Event description:
Boston scientific received information that one week post implant,while the patient was being monitored in the hospital for a non-device issue, telemetry showed p-waves followed by dropped ventricular beats for three consecutive beats, oversensing and pacing inhibition was suspected. The patient had no symptoms but was noted to be pacemaker dependant having complete heart block. A revision procedure was performed to investigate the root cause of the issue. Upon opening the pocket, blood was found in all four ports of the header. The setscrews were tight and when they did the tug test the lead's did not come out, however had more wiggle room than normal which seemed to allow the leads to move back and forth. The physician felt this could have allowed blood to enter the ports which led to the right ventricular loss of pacing. All lead measurements were stable and no evidence of noise with the existing device was seen. The physician elected to remove the device and a new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product remains in service and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.